Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). It was reported that the patient decided he wanted the pump turned back on. Rep reviewed that pump off is permanent and cannot be reversed. Reviewed with rep that if patient wants to continue with intrathecal drug delivery he will need surgery to have a new pump implanted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 10 mg/ml at 0.5 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported the pump had never worked for the patient since implant on (B)(6) 2010. The dose had been titrated down and now they would like to turn off the pump. As of (B)(6) 2016, the pump was successfully programmed to off state.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-may-2017 from a consumer who reported that the patient began having health issues in (B)(6) 2016 and after several hospital and emergency room visits, the patient¿s physician suggested the catheter be checked. The physician attempted to aspirate the catheter, but it collapsed, so he stated he would check it when the pump was replaced in a few months. The patient¿s health problems continued, so he returned to (B)(6) at the suggestion of another doctor since he had a lung issue and the dust in the (B)(6) air could be causing some of his trouble. The pump was replaced in (B)(6) 2016. Since the dilaudid was reasonably fresh in the old pump, they used it to refill the new one. The patient¿s health problems had disappeared since the pump was replaced. The patient wasn¿t sure if this was a coincidence, meds, catheter, or old pump but he had not felt better in a long while. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.